Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: 00801802803, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 63635050; item number: 00801802803, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 6178385; item number: 110010265, item name: g7 osseoti multihole 54mm fr, lot #: 6178385; item number: 010001003, item name: g7 screw 6.5mm x 50mm, lot #: 3666645; item number: 010000999, item name: g7 screw 6.5mm x 30mm, lot #: 6301015; item number: 010000997, item name: g7 screw 6.5mm x 20mm, lot #: 6290580. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10698. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately one month post-implantation due to dislocation. Head and liner components were removed and exchanged. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Report source: foreign country: australia. Reported event was confirmed with x rays provided. X ray results revealed dislocation of the femoral component in the superolateral orientation with respect to the acetabular cup. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.